Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was noted to be deformed at one end. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal tip and broken/fractured. The sdw was broken/fractured approximately 3.8mm from the distal end of the proximal bumper. The introducer sheath distal tip was noted to be damaged. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event stent difficult/unable to advance or pullback through catheter' and stent deployed prematurely during preparation' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the physician introduced the stent into the microcatheter for delivery. The stent was advanced less than 10 cm when significant resistance was encountered, preventing further advancement. The physician withdrew the stent in an attempt to adjust and reintroduce it; however, the issue persisted and remained unresolved. The stent delivery system was ultimately withdrawn, and the stent was deployed outside the patient¿s body. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the stent was noted to be deformed at one end. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal tip and broken/fractured approximately 3.8mm from the distal end of the proximal bumper. The introducer sheath distal tip was noted to be damaged. It is possible that the introducer sheath was initially set up correctly, as reported in the follow-up good faith effort responses, but subsequently migrated distally prior to stent advancement out of the sheath. Distal sheath movement can occur if the rhv (rotating hemostatic valve) vent cap is not sufficiently tightened onto the introducer sheath. It is likely that during stent transfer from the sheath into the proximal microcatheter lumen, the stent encountered the deformed distal tip opening, leading to mechanical deformation. The user would then experience elevated push resistance while continuing stent advancement through the microcatheter, resulting in damage to the stent delivery wire (sdw). Additionally, based on the observed condition at the sheath segment connection, there are visual indicators consistent with tensile elongation. This failure mode suggests a scenario where the rhv may have been fully closed or inadequately loosened while an attempt was made to retract or pull back the sheath, which might have led to stretched segment. An assignable cause of procedural factors has been assigned to the reported event stent difficult/unable to advance or pullback through catheter' and stent deployed prematurely during preparation' and to the analyzed event stent deformed, sdw kinked/bent, sdw broken/fractured during use, stent introducer sheath damaged and stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that sdw broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.